Event description:
The system did not fluoro and both monitor appeared all white. The customer operator turned off and on the system power, and the system power, and the system recovered.

Manufacturer narrative:
(B) (4). The ge service rep could not duplicate the issue.